Manufacturer narrative:
Pump received with blank display due to battery tube connector not plugged in properly. (Pump functioned after plugging).unable to perform idle current test, run current test, self test, off no power test, basic occlusion test, occlusion test, primetest, no delivery test, displacement test and verify no delivery alarm, bad battery alarm, low battery alarm, battery out limit alarm or weak battery alarm due to blank display. Pump had minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery several times. The customer's blood glucose reading was 255 mg/dl at the time of incident. Troubleshooting found that the customer was able to clear the alarm but the pump would then alarm again. Customer also indicated that the pump had a blank display, scratched screen and looks warped. Troubleshooting also found multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.